Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. We are unable to determine if any product condition could have contributed to customer's infusion site infection.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device for more than 48 hours on the abdomen. The site was red and painful. The patient was taken to the doctors and diagnosed with an infection that looked like (B)(6). The patient was treated with three shots of antibiotics. They received the first shot on (B)(6) 2021 and will have to return for the remaining two saturday and sunday. Patient was also prescribed sulfamethoxazole tmp/ds 800 -160 1 tablet every 12 hours and cephalexin 500mg one every 8 hours.